Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dependent patient presented during a follow-up with episodes of non-sustained vt and non-sustained rv oversensing and inhibition of pacing due to myopotential. Programming changes were made. The patient will continue to be followed normally.